Manufacturer narrative:
No parts were returned to the manufacturer under failure analysis for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). During the repair, the res discovered that valve 34 was shorted and the actuator/test board and actuator cable sustained heat damage. The damaged actuator/test board and cable contributed to the flow errors. The res replaced valve 34, the actuator/test board and the actuator cable. After the repair, machine functional checks were performed and all tests found the unit to be functioning within specification. The unit was returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported event. The evaluation of the complaint device by a fresenius res confirmed that there was sustained heat damage to the actuator/test board and the actuator cable. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that a 2008t hemodialysis (hd) machine had a flow error and a flow inlet error with a valve error present. The facility requested on-site service. The machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res ordered a replacement bibag interface board to correct the flow error. While troubleshooting, the res discovered that valve 34 was shorted and caused burnt spots on the actuator/test board and actuator cable. The res replaced valve 34 and ordered replacement parts for the actuator/test board and actuator cable. The res returned to the facility after the replacement parts were delivered. The res replaced the actuator/test board, actuator cable, and bibag interface board. The res also replaced the float switch and the low flow error and flow inlet error were cleared. Follow-up information from the area technical operations manager (atom) at the user facility indicated that the original issue involved a burning smell that was noticed by the on-site biomedical technician (bmt). There was no smoke, flame, fire, or sparks. The bmt did not inspect the machine or make any repairs. A patient was not connected to the machine at the time of the incident. The atom stated that the burn marks on the actuator/test board and actuator cable were observed first by the fresenius res. The atom was unaware of any other damaged components. The atom stated that following the parts replacement by the fresenius res, the facility conducted culture tests prior to returning the machine to service. The results were satisfactory and the system has been restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. The actuator/test board and actuator cable are available to be returned to the manufacturer for physical evaluation.